Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests using separate finger sticks. The tests were done within 4 minutes with results of 161, 175 and 205 mg/dl. The reporter did not have any symptoms. Due to unavailability of supplies control solution testing was not done. No harm alleged.